Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter: in the syringes are foreign bodies visible.

Manufacturer narrative:
Bd has not been provided with photos or samples for catalog 309050 lot 1902223 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The accurate root cause of the reported issue could not be determined. DHR showed no indication of the alleged defect.

Event description:
It was reported that there was foreign matter with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter: in the syringes are foreign bodies visible.